Manufacturer narrative:
The event occurred in (B)(6). The pump did correctly generate the e6 error to alert the customer that the pump was not functioning properly.

Event description:
Patient reported receiving an e6 (mechanical error) message; changed entire infusion set, filled the set and saw insulin was delivered. Patient stated she received elevated blood glucose levels of about 600 mg/dl; device gave no warnings or alarms. Patient reported she changed the battery; no success. Patient stated she experienced vomiting of bile; called diabetologist who suggested she use the pen as alternative therapy. Patient reported a blood glucose level of 350 mg/dl at the time of the call. Patient alleges the pump does not deliver the correct baseline insulin. No adverse event reported. Requested return of the alleged pump for evaluation

Manufacturer narrative:
The event occurred in (B)(6).